Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd barricor blood collection vacutainer tube, the device experienced whole tube push off of the non-patient end needle. The following information was provided by the initial reporter. The customer stated: malfunction with barricor tubes when a tube is received non-centrifuged or insufficiently from the peripheral sites = bnc* tube recognition problem at reception. Tubes: barricor 13*75 3ml (all lot).

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. No lot number provided therefore, retention samples could not be tested. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records could not be reviewed because lot number was not provided.

Event description:
It was reported when using the unspecified bd barricor blood collection vacutainer tube, the device experienced whole tube push off of the non-patient end needle. The following information was provided by the initial reporter. The customer stated: malfunction with barricor tubes when a tube is received non-centrifuged or insufficiently from the peripheral sites = bnc* tube recognition problem at reception. Tubes: barricor 13 75 3ml (all lot).